Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient had been admitted due to blood in their urine. A transurethral cystoscope lithotripsy was performed. The user noted that the basket of a ncircle tipless stone extractor could not be opened/closed smoothly. The four wires at the head of the basket were displaced, therefore the stone could not be captured. The device was removed and a new basket was replaced and the procedure was completed successfully. No adverse effects have been reported to the patient due to this occurrence.

Manufacturer narrative:
Event summary: as reported, a patient had been admitted due to blood in their urine. A transurethral cystoscope lithotripsy was performed. The user noted that the basket of a ncircle tipless stone extractor could not be opened/closed smoothly. The four wires at the head of the basket were displaced, therefore the stone could not be captured. The device was removed, another device of the same type was used to complete the procedure successfully. No adverse effects have been reported to the patient due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in the holder in open packaging for investigation. The handle actuated the basket assembly, but resistance was felt. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded the cause for the basket resistance could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.